Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump allowed her to infuse 165.6 units of insulin. The bolus history was reviewed. The customer entered 600mg/dl at 8:30am and gave 25.0 units. Then 20 minutes later she entered the same blood glucose and 25.0 units were delivered. Advised the mother that she can override the suggested amount at 9:15am and to give 15.6 units, but the insulin pump did not. It was stated that the customer was not willing to upload her insulin pump into the carelink. The mother mentioned that the device has cracks across the reservoir compartment and from the display to the back of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.